Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
A surgery center reported that after an implantation of an intraocular lens (iol) into the left eye, the patient experienced dysphotopsia. Approximately five months after implantation, the iol was exchanged with a different model iol. Per the surgeon the likely cause of event was the patient was unhappy with the vison results as there was no damage to the lens. Post exchange outcome is reported as good.

Manufacturer narrative:
The device was returned and evaluated. Examination found the lens in 2 pieces across the optic. Due to condition of returned product, a root cause could not be determined. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Additional information: d4,d9,g3,g6,h2,h3,h4,h11.